Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including visual, mechanical, electrical and x-ray inspections. Solia s 60 sn (B)(6) the analysis showed a fractured inner conductor coil directly next to the lead tip, which is assumed to be the root cause of the clinical observation. The characteristics of this fracture indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. The analysis of the provided x-ray noted the lead with much slack in the right ventricle and a bent distal end region in the implanted state. Furthermore, cuts into the insulation were found between 7 and 18 cm distal to the is-1 connector pin, which most likely resulted from the surgery. The fixation helix was found stretched, the deformation probably occurred during the extraction procedure due to tensile stress. Solia s 53 sn (B)(6). The analysis showed that the insulation was found damaged directly next to the lead tip, which is assumed to be the root cause of the clinical observation. Based on the characteristics of this insulation damage and provided x-ray picture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, cuts into the insulation were found between 6 and 17 cm distal to the is-1 connector pin, which most likely resulted from the surgery. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During follow-up, impedance irregularity was noticed on pacemaker leads (rv and ra) lead. Physical deformation of the lead was found through x-ray. Lead was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be update.